Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving unknown drug via an implantable pump. The indication for use was intractable spasticity. It was reported the patient's pump was replaced due to an infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported they were informed the day they did the procedure (B)(6) 2019. The cause of the replaced was because the pump was exposed, that is, coming out of the skin and that the doctor interpreted it as an infection. In addition, the healthcare professional (hcp) was announcing the elective replacement indicator (eri) event, which would be (B)(6) 2020. The hcp decided to change the pump and replace the catheter in the other side of the abdomen. The rep did not know when the patient first experienced the infection. The cause of the infection was unknown. It was noted the hcp was not providing the information or laboratory, but just said that's in the medical order. Actions/interventions included replacing the pump and catheter to the other side of the patient and the patient was given antibiotics. It was unknown if the issue was resolved. The patient's weight was unknown, but was noted that the patient had decreasing muscle mass. The current status of the device was unknown. No further complications were reported/anticipated.